Event description:
During procedure the harmonic ace +7 laparoscopic shears (ref (B)(4), lot t93t4j) malfunctioned. While inside the patient, the machine prompted to take the shears out of the patient, clean the tips, tighten hand piece, but then still failed the hand piece. The machine was turned off and reset. The instrument was reassembled and tested again, but still failed. The harmonic shears were then removed from the field and replaced with a new instrument. No harm was done to patient.